Manufacturer narrative:
Additional information: b5 - a healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Lens was repositioned but problem was not resolved. The lens was exchanged for a longer length lens. Problem was resolved. Cause of event unknown. (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim#(B)(4).

Event description:
A healthcare professional reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Lens was repositioned but problem was not resolved. The lens was exchanged for a longer length lens. Problem not resolved. Cause of event unknown. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports.